Manufacturer narrative:
The device was returned and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the right ventricular lead exhibited failure to capture. The physician had originally wanted to extract the rv lead but determined that was not possible due to lead encapsulation. Instead, he simply capped the rv lead and replaced it with a new one. The patient was in stable condition.